Event description:
It was reported that the patient received an inappropriate shock during a procedure where a mass in the left chest wall was being removed. It was further reported that during the charge period the device markers showed inappropriate ventricular pacing. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.